Event description:
The blood leakage occurred when the pan-10 hemofilter is used for the same pt reported as MDR no 8010002-2000-00008. Co was reported from the dr concerned that the amount of blood loss was 250cc and that the value of hct fell down from 29.4% to 27%. However, it is not clear that this blood loss occurred at this event or at other similar events (MDR no 8010002-2000-00008).